Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who found that the speaker assembly was defective and needed to be replaced. The customer was provided with a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporter phone#: (B)(6). E1 reporting institution phone#: (B)(6).

Event description:
It was reported the intellivue x3 patient monitor indicating that the device alarms for a speaker technical error. The device was in use on a patient at the time of the event. There was no report of patient or user harm.